Manufacturer narrative:
Additional information received reported that a tevar was performed approximately 2 months later with the distal implantation of a (B)(4) valiant stent graft and the proximal implant of a (B)(4) stent graft which covered more than half of the left subclavian artery. As the blood flow to the left subclavian artery was able to be confirmed by the final angiography, the procedure was completed without bypass. The endoleak was unable to be confirmed from the preop imaging and so it was unknown if the endoleak was resolved after the procedure. Follow up CT showed a high possibility of a type ii endoleak but in a different location to the original endoleak. It was noted that the original target was achieved and the patient was to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 77mm diameter thoracic aortic aneurysm. The proximal neck diameter immediately below the left subclavian artery measured 39.6mm it was reported that during the index procedure an enlarged lesion was observed under the subclavian artery so the physician opted to use a closed web valiant stent graft to preserve the subclavian artery. The physician had expected the possibility that the proximally implanted stent may collapse at the time of implantation due to the use of a large diameter stent graft without bare stents (closed web), however the stent appeared to collapse more than expected. Touch up was performed to adjust the shape and then the procedure was successfully completed without an endoleak observed. On the 1 month postoperative follow up CT revealed an endoleak. The endoleak was observed near the proximal region and also at the junction. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received;it was reported that emergency intervention was performed 6 months post the index procedure. The end oleak was not identified on angiogram with the catheter being easily advanced inside the graft from the distal edge to perform it. A tear/break in the stent graft was unable to be ruled out and so a non mdt stent graft with low porosity was implanted inside the vessel. Angiography was performed to rule out a type ib endoleak and a further non mdt stent graft was then implanted to extend coverage distally by 1cm. The physician noted that possibility of a type iiia was low and that possibility of type ib or type ii could not be ruled out and the type ii would be resolved with the intervention. It was noted that the patient would be monitored. If information is provided in the future, a supplemental report will be issued.